Manufacturer narrative:
The device was received for analysis. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The device as received was visually inspected. The visual inspection revealed no external anomalies. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Device was explanted due to patient complaints of pain. No replacement was implanted. Should additional information become available, this file will be updated.